Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. (Corrected data): b1, b5, h1: the initial complaint (mwr-01042019-0000387936 / ip-00532316) was reviewed and found not reportable. There were no allegation with the product as confirmed by the sales representative. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Pms/510 (k): device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that during a fixation of a right hip fracture on (B)(6) 2019, the proximal femoral nail antirotation (pfna) ii blade got stuck. The drill bit was able to break the cortex but was not able to continue and had to stop. The surgeon noted that the bone was very hard. The surgeon used a reamer to continue reaming the femoral head but there was great resistance. The surgeon then attached the pfna ii blade to the impactor for pfna blade, but it was more difficult to unlock the blade than usual. However, the blade slid off and the tip rotated freely after attaching the impactor. The assembly was inserted into the guide wire and the surgeon tried to insert the blade into the femoral head, but the blade got stuck. The surgeon complained that the protection sleeve kept detaching itself from the aiming arm. While looking for another pfna ii instrument set, the surgeon tried to insert the blade without the protection sleeve. The surgeon used the guide wire, but the blade was still unable to go in. The surgeon then tried to break the cortex again and tried to put in the blade, but the blade still stuck. A new pfna ii instrument set and new pfna ii blade was opened. The new blade went in smoothly with the original aiming arm. Testing was done between the new and old impactor for pfna blade and for the extraction screw for pfna blade in which both passed through old and new set of the protection sleeve. The reamer also passed through the protection sleeve smoothly and the surgeon continued with the procedure. However, when the surgeon attached the blade to the extraction screw for pfna blade and passed it through the protection sleeve, the blade became stuck halfway and had difficulty pushing through. When the surgeon used force, the blade was able to pass through the protection sleeve. The procedure was completed successfully with a surgical delay of fifteen (15) minutes. Patient has been discharged from the hospital and is in rehabilitation. Concomitant devices: reamer (part: 356.821, lot: unknown, quantity: 1), aiming arm (part: 03.010.407, lot: unknown, quantity: 1), extraction screw for pfna blade (part: 03.010.411, lot: unknown, quantity: 1), guide wire (part: unknown, lot: unknown, quantity: 1). This report is for an impactor for pfna-ii blade. This is report 2 of 4 for (B)(4).